Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case: "clinical effect of total knee arthroplasty on patients with knee osteoarthritis combined with mild to moderate valgus knee deformity". Authors: chen peng, zeng min, xie jie, wang long, su weiping, hu yihe. In this study there were 15 patients bearing genesis ii ps. It was reported that a patient suffered from an incision infection.